Event description:
Additional information received reported that the revision occurred on (B)(6) 2013. Both systems were replaced and the patient was doing well.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger product ID 37746 lot# serial# (B)(4), product type programmer, patient product ID 37712 lot# serial# (B)(4), implanted: 2008 (B)(6), product type implantable neurostimulator product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3708140 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 37712 lot# serial# (B)(4), implanted: 2008 (B)(6), product type implantable neurostimulator product ID 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID *unkn-ld lot# serial# (B)(4), implanted: 2008 (B)(6), product type product ID 37752 lot# serial# (B)(4), implanted: 2008 (B)(6), product type recharger. (B)(4).

Event description:
The patient was scheduled for revision in (B)(6); the exact date was unknown.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient was reprogrammed several times and was receiving therapy, however, x-rays verified the leads "moved along with the generator pockets" so the patient will have both systems revised. It was also stated the patient was scheduled for a consult with the healthcare professional for a revision of both systems.

Event description:
It was additionally reported that the patient had a bad fall. There was a lead issue, the lead was knocked out of place in 2013.